Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, review of service history, and a review of labeling. This complaint is associated with a discrepant calcium results on multiple samples on architect serial number (B)(4). The abbott field service representative replaced the peristaltic pump tubing, part number 7-202464-01. No additional troubleshooting was indicated in the ticket. A review of service tickets for (B)(4) revealed no additional erratic or discrepant results, nor did it identify any service or complaint issues that may have contributed to this complaint. A review of historical data for the peristaltic pump tubing part number 7-202464-01 revealed no systemic issue was identified. The architect system operations manual provides adequate information with regard to required maintenance, component replacement and verification, and troubleshooting for the reported issue. Based on the available information, a deficiency of the system was not identified. There is no evidence to reasonably suggest a malfunction occurred for the peristaltic pump tubing part number 7-202464-01. The issue was resolved by the field service representative through standard troubleshooting procedures.

Event description:
The customer stated that the architect analyzer generated falsely decreased calcium (ca) results on 3 patients. The results provided were: pt#1 = 5.26 / 9.52 mg/dl (normal range 8.4-10.2mg/dl); pt#2 = 5.78 / 9.39; pt#3 = 5.81 / 9.62. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.